Event description:
It was reported that the cleo set exhibited a bent canula with insulin pooling on top of the site. No alarms were received. Another infusion set was used and insulin was administered. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.